Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: 05/03/2017. It was reported that the patient underwent gynecological surgical procedure on (B)(6) 2009 and prolift was implanted concurrently with colpopexy and colporrhaphy. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6) at (B)(6) due to erosion, recurrent bladder infections, intrinsic sphincter deficiency, mixed incontinence, recurrent vaginal vault prolapse, enterocele, frequency, dysuria and urethral hypermobility.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.